Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10 surgimend (ID (B)(4) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3004170064-2023-00015, 3004170064-2023-00016 . Integra's medical affairs director had a call with a plastic surgeon on (B)(4) 2023, and he indicated that he had experienced 3 undesirable outcomes when using surgimend for prepectoral breast reconstruction in the past few months. We (integra) let him know that this was an off-label use of the product and asked for some additional details about the cases: he described them as 3 infections, 1 of which also developed ¿bad capsular contracture.¿ he insinuated that one of these cases led to an explantation of the surgimend and/or implant loss, but he was not clear with the details on this. He described using surgimend 2.0 in each of these cases, and that it was the ¿device with the circular holes in it¿, so we believe it was the surgimend mp device in each case (sku: 606-206-002). He also felt that the device was cumbersome to work with during the procedure ¿ he was unsure if this may have also contributed to the undesired outcome.